Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 500mg/dl and the pump alarmed no delivery. The customer treated with insulin and indicated that this was a past event. Customer indicated that the issue was resolved by a complete set change. No further assistance was necessary.